Manufacturer narrative:
(B)(4). The initial manufacturer report was incorrect. The date of the report, event description, evaluation codes and manufacturer narrative has been updated. Baxter received the device. The symptom "undetected upstream occlusion" was overlooked during evaluation and was not confirmed. Review of the event history log was not performed because they symptom was found during service evaluation. No related device malfunction was observed and the device was repaired to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had cracks on the upstream sensor tail pins. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.